Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instrument did not seal the tissue after firing clips. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2022. D4: batch # 570a33. Investigation summary; the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the firing mechanism damaged since the knife and wedge were noted partially exposed and with no reload present. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the short rack was found broken. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.